Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The customer reported: "inconsistency between the IFU labels for 2 products and their respective drawing specifications". -a study by product development team concluded that inconsistency in dimensions between IFU and drawings exists, but is "subtle" (the order of magnitude is the tenth of a millimeter). -the root cause for this reported issue was probably due to interpretation error of the drawings dimensions. But due to the very low error level, the fact that "customers do not really have any issues with the product", the elastic properties of the silicone catheters and there is no possibility of patient harm, therefore this issue was deemed "negligible" and changing dimensions on IFU was considered as "not necessary". -complaint will be closed as 'incorrect/inadequate labeling: without possibility of patient harm'.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00234. A facility reported the instructions for use for the hakim connectors has different drawings dimensions for sku 823048 and 823049. No patient contact/injury reported and the event did not led to surgical delay.